Manufacturer narrative:
Product event summary: analysis found that the programmer was able to interrogate using a known good head and moving the connection did not make any changes, programmer passed functional testing.

Event description:
It was reported dispite changing programming heads, the programmer has on / off issues detecting devices. The programmer was returned to check the connection port on the programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067l rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.